Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the registered nurse went to remove the foley catheter they could not withdraw fluid from the balloon. They had to cut off the valve and let fluid drain on its own . It was stated that the catheter was withdrawn without patient injury however a ridge in the balloon was noted. It was also stated that they have not been able to find any other reported issues that were consistent with the first issue where the foley balloon deflated with catheter falling out or this new one, valve failure with ridge formation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "imperfection in balloon due to process". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that when the registered nurse went to remove the foley catheter they could not withdraw fluid from the balloon. They had to cut off the valve and let fluid drain on its own . It was stated that the catheter was withdrawn without patient injury however a ridge in the balloon was noted. It was also stated that they have not been able to find any other reported issues that were consistent with the first issue where the foley balloon deflated with catheter falling out or this new one, valve failure with ridge formation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the registered nurse went to remove the foley catheter they could not withdraw fluid from the balloon. They had to cut off the valve and let fluid drain on its own . It was stated that the catheter was withdrawn without patient injury however a ridge in the balloon was noted. It was also stated that they have not been able to find any other reported issues that were consistent with the first issue where the foley balloon deflated with catheter falling out or this new one, valve failure with ridge formation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that when the registered nurse went to remove the foley catheter they could not withdraw fluid from the balloon. They had to cut off the valve and let fluid drain on its own . It was stated that the catheter was withdrawn without patient injury however a ridge in the balloon was noted. It was also stated that they have not been able to find any other reported issues that were consistent with the first issue where the foley balloon deflated with catheter falling out or this new one, valve failure with ridge formation.

Event description:
It was reported that when the registered nurse went to remove the foley catheter they could not withdraw fluid from the balloon. They had to cut off the valve and let fluid drain on its own . It was stated that the catheter was withdrawn without patient injury however a ridge in the balloon was noted. It was also stated that they have not been able to find any other reported issues that were consistent with the first issue where the foley balloon deflated with catheter falling out or this new one, valve failure with ridge formation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.